Event description:
According to the initial information received, a 32mm amplatzer septal occluder (aso) was implanted in a (B)(6) female patient who had a 26-33mm size atrial septal defect with only 5mm rims to ivc and av valve. Additional measurements are as follows. The distances from the defect to: coronary sinus: 0mm, tricuspid valve: 9mm, mitral valve: 4mm, right upper pulmonary vein: 22mm, svc rim: 32mm, posterior rim: 6mm, ivc rim: 6mm, aortic rim: 0mm, to left atrium roof: 18mm. The asd diameter measured by a tee performed in other facility before was 26mm. However, maximum diameter of actual asd was 33mm. To prevent the aso from pushing/ touching the mitral valve which might contribute to mitral regurgitation (mr), a 32mm aso was selected. The short axis of the asd was also 26mm. So the physician judged that the 32mm occluder could be sufficient to cover the asd. The aso was deployed through the 2nd positioning procedure and looked stable post-procedure. No mr was observed and light wiggle maneuver did not affect the occluder, it seemed that the occluder was stable to be placed. Fifteen minutes later, a transient ventricular arrhythmia was observed. A transthoracic echocardiogram taken after the patient was transferred to recovery revealed the aso had embolized into the right ventricle. The patient reported a little discomfort in her chest. The aso was surgically removed via the right atrium. The patient is reported to be hemodynamically stable. According to the operative findings, there was no tissue damage around the asd. The asd was closed by an autologous cardiac membrane. The patient was extubated within the day of surgery. The drainage tube was removed as of (B)(6) 2012. The physician commented, the patient was not suited for asd closure by a percutaneous procedure because the patient's asd was very complex and the 32mm aso was too small for the patient's asd. The physician received informed consent from the patient that the aso deployment procedure would have higher risks attached than surgery for the patient. The patient has accepted this situation that she has to undergo surgery for the asd closure.

Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.